Manufacturer narrative:
(B)(4).

Event description:
Procedure type: laparoscopic nephrectomy. According to the reporter: when 20-25cc air was infused, the balloon burst. The torn pieces might remain in cavity. Another device was used to complete the procedure. No bleeding occurred. No tissue was damaged. Operative time was extended more than 30 minutes.